Manufacturer narrative:
The reported field event of an insertion anomaly could not be confirmed by analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the header seal on the implantable cardioverter defibrillator of the right ventricular port was unable to insert the wrench to secure the lead in the header. Multiple attempts were made, and the wrench would not insert into the seal. The device was removed and replaced. After the case, it was noted that the scrub tech was able to puncture and insert the wrench but had to use force. The patient was in stable condition.